Event description:
It was reported per field service report: pump was on a pt. Symptom - pump had low air drive alarm and could not be restarted. Findings/action taken: compressor replaced by biomed. Biomed stated that the pump "works ok after it has cooled down."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.